Event description:
A trilogy 100 was returned to the manufacturer for cosmetic damage issues. During the device evaluation, the device failed functional testing for the active exhalation purge valve and the p1 auto-null valve, with confirmed failures requiring replacement of the aecm and sensor board pca.